Manufacturer narrative:
The reported device has not been received, however the associated stapling reload was returned and evaluation results are below. A supplemental report will be sent upon completion of investigation if device is received. Post market vigilance (pmv) led an evaluation of one endo gia¿ 60mm articulating vascular/medium reload opened by the account. Visual inspection of the cartridge revealed that the reload was partially fired to the 5 cm cut line. The anvil clamping mechanism was deformed. The reload was loaded into a post market vigilance instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4) device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a gastrectomy, the device stopped firing after advancing slightly; and the status indicator has turned off. When the jaws were opened, some staples were placed properly and some staples were placed remaining u-shaped. Since the knife has not cut the tissue, no bleeding occurred. The incomplete staple line was resected. A manual handle was used to complete the case.